Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi reset mode. A successful software download was performed, and the device was restored to normal operation.